Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to insufficient cleaning. Additional findings are as follows: the adhesive on the bending section cover was chipped; adhesive on the bending section cover had a crack; protector of the universal cord on suction connector, scope connector cover unit, forceps elevator lever, free-engaged knob, up/down knob, right/left knob, switch box, suction cover, suction connector, universal cord, grip, control unit, plastic distal end cover, and connecting tube had a scratch; suction cylinder was shaved; and control unit had discoloration. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to clogging of nozzle, no air is fed. Due to clogging of nozzle, no water is fed. The cleaning, disinfection, and sterilization (cds) was performed by the customer before it was sent back to olympus for repair, the customer did not know when the foreign material may have adhered to the videoscope or what the material may be. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes and sponges. The customer flushed the air/water nozzle with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a clogged nozzle with foreign material due to insufficient cleaning. There was no patient harm associated with the event. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was also confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.